Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the implantable pulse generator (ipg) exhibited no capture. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
No capture complaint cannot be substantiated via device memory analysis. If information is provided in the future, a supplemental report will be issued.